Manufacturer narrative:
A software investigation analysis was initiated to determine the probable cause of the issue through log analysis. Analysis found that the analysis was inconclusive and probable cause was unable to be determined. Per log analysis, it is suspected that the site did not wait for sufficient time period.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. UDI not available at the time of filing. Device manufacture date is not available at time of filing. No parts have been returned to the manufacturer for analysis. Part not received

Event description:
Medtronic received information that, while outside a procedure, the navigation system became stuck on the loading patient exam from disc screen using the unstructured loading option. Rebooting the system resolved the issue for the moment. The issue was related to the CT scan, as the navigation system denied the scan. The scan was able to be viewed on the disk when placed into a separate computer. There was no patient present when this issue was identified

Manufacturer narrative:
Additional information: unique device identification (UDI) and device manufacture date provided. Correction: product and related fields updated to proper value.